Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the pvl is unknown but may be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Citation: nandy, sneha, siu-hin wan, and kyle klarich. "Transcatheter aortic valve replacement valve in transcatheter aortic valve replacement valve for severe periprosthetic regurgitation." Heart views: the official journal of the gulf heart association 21.1 (2020): 49.

Event description:
As reported in an article titled "transcatheter aortic valve replacement valve in transcatheter aortic valve replacement valve for severe periprosthetic regurgitation", a (B)(6) year old female with symptomatic severe aortic stenosis underwent a tf tavr with a 23-mm sapien 3 valve. An intraoperative systolic mean gradient decrease to 6 mmhg was present. However, the patient's symptoms did not improve and a repeat tte pod 1 revealed significant moderate-severe aortic periprosthetic regurgitation with multiple jets. The next day, she underwent 25-mm edwards sapien balloon postdilation without improvement in aortic insufficiency. She then received a successful tavr valve-in-tavr valve with an additional 23-mm sapien 3, with improvement in hemodynamics and symptoms.